Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tricuspid regurgitation. Based on available information, a cause for the reported tricuspid regurgitation (tr) could not be conclusively determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and successfully deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2025, during a one month follow up, an echocardiogram was performed and revealed that the tr had increased to a grade of 5. The previously implanted clips were noted to be stable on the leaflets. On (B)(6) 2025, a second triclip procedure was performed, and two triclips were implanted, reducing tr to a grade of 3.